Event description:
A malfunction alarm was reported with the pump, specifically alarm 20. The customer declined to indicate whether the issue caused blood glucose levels to exceed 500 mg/dl, so no specific value was provided to confirm the impact. Cts assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing successful insulin therapy resumption. As a resolution, cts arranged to replace the pump, and the customer planned to use a backup insulin pump in the interim. The shipping address was confirmed, and the customer complied with instructions to prepare the existing pump for return.